Event description:
It was reported the lead dislodged a few weeks after implant. During the repositioning procedure, it was not possible to fully reinsert the stylet inside the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. Analysis revealed the lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector. Evaluation summary (B) (4) (B) (4) full lead.